Manufacturer narrative:
A33 alarm during the basic occlusion test due to protruded/loose drive support disk. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a compromised force sensor system alarm. Advised insulin pump would be replaced. No additional information was provided.